Event description:
Advanced bionics has not made any effort to provide upgrades for c1 implant users. As technology advances we are left behind and now increasingly vulnerable not being able to hear at all because of lack of support for a prosthetic device. I proudly work in healthcare and would be forced to return to social security if my device malfunctions.